Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01840. The pt (B)(6) underwent a permanent surgery for a scs system on (B)(6) 2011. It was reported that the pt's leads were implanted and anchored, and the physician then tunneled the leads using the 12 inch tunneling tools provided in both lead kits (same lot number). The plastic outer tubing on the first tunneling tool allegedly bunched up inside the pt and did not exit the tissue smoothly. The physician discarded the device. After making a small incision at the exit wound, the physician used a second tunneling tool; however, it also did not exit the wound smoothly and the plastic outer tubing bunched up. The second device was discarded and a third separately packaged tunneler (lot number unk) was opened with the same event occurring. The physician decided to use a long epidural needle for tunneling with success. No pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.